Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The procedure was from the right femoral approach. The 80% stenosed lesion was located in a non calcified and moderately tortuous left superficial femoral artery. The f/g sterling otw 4.0 x 100/135 (4f) balloon catheter was used for predilation. On the first inflation the balloon ruptured at six atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The procedure was from the right femoral approach. The 80% stenosed lesion was located in a non calcified and moderately tortuous left superficial femoral artery. The f/g sterling otw 4.0 x 100/135 (4f) balloon catheter was used for predilation. On the first inflation the balloon ruptured at six atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection revealed no damage to the catheter. The device was inflated to rated burst pressure with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).